Event description:
It was reported via product receipt that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited loss of capture. Chest x-ray performed further confirmed ra lead dislodgement. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As full lead was returned for analysis. Specification measurements, electrical testing, visual and x-ray examination were normal with no anomalies found.